Event description:
Patient stated the use of the vacuum pump caused him damage. His erection did not feel natural. Patient had scar tissue and his penis no longer stands up all caused by the use of the vacuum pump. Patient has stopped using the vacuum pump.